Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the operating room for a new system implant. Crosstalk continued to be oversensed when a second device implant was attempted. This device was not used and a new device was implanted without issue. The patient condition was stable before, during, and after the procedure and will continue to be monitored with regular follow-up.

Manufacturer narrative:
The reported field event of crosstalk was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported anomaly could not be determined.